Event description:
I was reviewing the (B)(4) alert from (B)(6) 2012, regarding the on-q pump where a pharmacist recognized the potential for a pt to hook the on q-pump to an IV line and there were no reported events. Well, we had one. The incident involved a (B)(6) male s/p total shoulder revision. The pt was confused and pulled out his on-q pump and placed it in his IV. The physical therapist entered the room and noted the error. The therapist called the nurse caring for the pt. The nurse came to the room and immediately stopped the IV. The pt stated that he did not push the button on the on-q pump. Vital signs were checked and documented. O2 sat low off oxygen. Pt placed back on o2. Pt had no c/o of chest pain or shortness of breath at this time. Anesthesia was called immediately and immediately reported to pt's room (anesthesiologist physically ran up the steps). Physician checked the pt's vital signs again. Pt stable. EKG was ordered and performed. No adverse effects were noted. Physician stated this could have been fatal, but quick action of the nurses and pt prevented harm. On-q pump contained .5% pf bupivacaine 200 ml, ns 300 ml, final concentration 0.2% bupivacaine. This is not part of the report, but I want to give f/u. The on-q pump rep was aware of the event, when I asked them about the connectivity issue. The rep's response was "you can't fix stupid" and that there are other uses for the pump that require the luer connection compatibility. I understand protecting your product, but seems to me a very callous, very wrong answer. Medication administered to or used by the pt: yes. Type of staff made initial error: consumer/family member/caregiver. Pt counseling provided: unk. (B)(4).